Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (value not provided). Reportedly, customer recently lost weight, however, did not adjust settings for updated insulin needs. Customer required assistance from partner to treat bg level via glucagon. No additional information was available.